Event description:
Essure coils implanted in 2007 led to years of health issues and were finally removed last week. Fatigue, brain fog memory issues, anemia, hair loss, tooth rot, joint pain, migraines.